Event description:
It was reported that during implant a cardiac perforation noted on the right ventricular (rv) lead. The physician elected to abandon the procedure due to patient anatomy rv lead. The patient was in stable condition.